Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Primary procedure, right knee. After impaction, the locking wire of the 3x11 cs insert was found out of the implant. Surgeon alleges that the wire was loose in the implant prior to impaction. Another 3x11 cs insert (same catalog, different lot) was obtained and was implanted without issue. There was a surgical delay of less than a minute without use of tourniquet.